Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect open door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Corrected information b5: it was reported that a spectrum pump door doesn't latch properly and says the door is open when it is not. No additional information is available. Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'device door doesn't latch properly and door is open when it is not' was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link to be out of adjustment. Link requires to be adjusted to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.